Event description:
It was reported that a flo-gard 6201 infusion pump was involved in an infiltration with a two yr old pt. Reportedly the child required at least one surgery afterwards as a result. No add'l specific info regarding the occurrence has been received. The specific serial number of the pump involved has not been reported.